Manufacturer narrative:
There was no product malfunction of the device as the setting limits for the heart rate were changed by the operator. The device has been tested and placed back into service at the customer site. No further action is warranted. Other text: the customer has stated that the operator had changed the limit settings

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry device did not alarm at the red 125 heart rate limit set for the patient and the patient's heart rate elevated to over 140bpm. The device was in use on a patient. There was no report of patient or user harm.